Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage at the yaw pulley. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during central processing, 8mm fenestrated bipolar forceps instrument cream colored material spot bare of the tips looks burnt. There was no report of patient involvement.